Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. The stm replaced the helium reservoir assembly and noted that the iabp passed both tests after the part was replaced. Subsequently, the stm completed pm service including all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. (B)(6).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the cardiosave intra-aortic balloon pump (iabp) failed the fill manifold leak test. It was noted that the fill valve and k3 solenoid valve test failed on two different tests. There was no patient involved; thus, no adverse event reported.